Event description:
As reported, in 2008, this pt was implanted with gore tag thoracic endoprostheses for a descending thoracic aneurysm. The pt's anatomy was very tortuous. The first two endoprostheses implanted without difficulty. The third device would not advance into the aorta due to the tortuous anatomy. The physician attempted to retract the endoprosthesis out of the gore introducer sheath with silicone pinch valve but the device would not retract. The physician then attempted to retract the endoprosthesis and sheath simultaneously but the device began to deploy within the previously implanted ilio-femoral graft. The physician had to disassemble the device in order to remove it. Two gore tag thoracic endoprostheses were then advanced and successfully implanted in the pt. The pt left the operating room in stable condition. Later that evening, the pt expired due to suspected disruption of the ilio-femoral graft.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Tortuosity.